Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was programmed to infuse fentanyl at a rate of 1ml/hr 50mcg/hr. When checked it was discovered that the pump may have given the patient an additional 24.8 ml of fentanyl. It was also reported that there was no patient injury as a result.